Event description:
Additional information received reported that one of the patient's leads "does not respond". The patient stated that they do not want surgery to fix this. No further information was provided.

Event description:
It was reported that there were high impedance readings greater than 10 ,000 ohms on all electrode pairs with electrode 5. The reporter stated that all electrode pairs with electrodes 12 to 15 were also greater than 10,000 ohms, but this was expected since the patient only had 12 active electrodes. It was reported that the device was going to be reprogrammed to better address right leg stimulation. The reporter stated that the patient was unable to get coverage in the right leg, although the patient indicated that he had coverage of the right leg with his first implant. It was noted that the patient was managed by an internist. The reporter stated that pain was a symptom of the event, and the patient was getting an x-ray to see if the lead was broken or had moved. It was reported that there was no injury and no adverse event. Six days later, it was reported that there were no malfunctions seen and the cause of the issue was not determined. The reporter stated that the patient was getting significant pain relief in the low back with the functioning electrodes. A follow-up report will be made if additional information becomes available. See MFR report # 3004209178-2012-11734 it was unclear which device was the cause of the event.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 399930, lot# v002323, implanted: (B)(6) 2006, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID *unkn-ld, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).